Event description:
It was reported that the patient died, coincident with peritoneal dialysis therapy. It was unknown if the patient was preforming therapy, if the patient was hospitalized or if an autopsy was preformed. Additional information was requested, but was not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.